Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the defective event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: bending section cover was chipped, video connector was damaged, grip was not secure, due to wear of angle wire, bending angle in the up direction did not meet the standard value, light guide lens and protector of universal cord on control section side was scratched, due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured, and the video connector case was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) added here due to character limitation in respective field.

Event description:
The customer reported to olympus that the deflectable videoscope had an angular rubber scratch. During evaluation, the following reportable issue was found: tip of objective lens adhesive part peeling off. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.